Manufacturer narrative:
A ge service representative performed an on site investigation. The hard disk drive was evaluated and determined to require replacement. The customer chose to complete the repair without further service. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibiting a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.